Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.

Manufacturer narrative:
Date of event: an exact date was not provided; however was noted almost immediately following implant. Approximately (B)(6) 2018. (B)(4). Device evaluation: the product testing could not be performed as the product was not returned. The reported complaint cannot be confirmed. Manufacturing records review: the manufacturing records for the device were reviewed. The product was manufactured and released according to specification. No non conformance reports (nc) associated with the production order were found. The search in the complaint history revealed that no another complaint has been received for this production order number. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions along with warnings for the proper use and handling of the device. Conclusion: as a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a zlb00, 20.0 diopter intraocular lens (iol) was implanted but patient developed dysphotopsia almost immediately after implant. The lens was explanted. No incision enlargement, no vitrectomy, no complications, no additional intervention required, and there was no contributing medical history reported. Patient doing well after discharge. No other information was provided.